Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: neu_ptm_prog, lot# serial# unknown, product type: programmer, patient. Product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. Product ID: 37761, serial# (B)(4), product type: recharger. (B)(4). Analysis of the desktop charger (serial # (B)(4)) found that the device had a loose connector pin. Conclusion code applies to the ins and conclusion code applies to the desktop charger.

Event description:
The patient reported that their desktop charger had a loose connector pin and it plugged into the recharger upside down. The recharger was not charging due to this issue and the recharger screen was blank. They tried pressing some buttons on the recharger but nothing came up. The patient typically plugged their recharger in while charging their stimulator. The green light was present on the desktop charger but the white arrow did not match up between the desktop charger and the recharger. The patient had to turn it around. An implantable neurostimulator (ins) overdischarge was suspected. The patient last successfully recharged their ins about a month prior to the report. When the patient tried to charge their ins a week or two prior to the report it was not charging. No outcome was reported with this event. Further follow-up was attempted to obtain this information. If additional information is received, a follow-up report will be sent.